Event description:
Rn hung a blood transfusion using the interlink blood tubing. Shortly after the transfusion started, blood began leaking out of the tubing and onto the floor. There appeared to be a hole in the tubing. The transfusion was stopped and new blood tubing from a different lot no was obtained and reprimed and the transfusion was resumed.